Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that led lenses were found to be missing from the tibial/pelvic tracker during a total knee procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event that the device is missing led lenses was confirmed through visual inspection.

Event description:
It was reported that led lenses were found to be missing from the tibial/pelvic tracker during a total knee procedure at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.